Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 01, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: part 241.040 / lot 3555663 was manufactured in october, 2010. The investigation of the device history records showed no irregularities. As such, no manufacturing related issues could be identified. The measured features were found to be within specifications. Product investigation summary: the measurable dimensions of the returned plate were checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and international standards. The cross section surfaces show no irregularities. Unfortunately, the information given did not provide sufficient evidence for an exact determination of the failure cause. All relevant dimensions were measured and found to be according to specification. The investigation found no manufacturing related non-conformances. The material of the plate is in compliance with the international standards for implants made of stainless steel. Unfortunately, the exact cause of failure could not be determined. Nevertheless, a manufacturing or material related condition can be excluded. Unfortunately, the exact root cause of the broken plate could not be determined as no further clinical details or x-rays were available. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent a revision procedure on (B)(6) 2016 due to pain and a broken plate. The original implant date was (B)(6) 2015. After about a year, post-operative breakage was discovered and the patient reported pain. The broken plate and a conforming screw were removed. It was reported there were no fragments generated by the breakage. The procedure was completed successfully and the patient's condition was reported as fine. Concomitant: 1 unknown screw this is report 1 of 1 for (B)(4).